Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the lead not working during the trail was that it was an unsuccessful trial; there was no change in patient's symptoms. It was also noted that troubleshooting included programming adjustments as the patient felt stimulation peri-rectal the entire test.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va133gz, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the lead did not work with the patient and was explanted. It was indicated that the patient was doing a trial for the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.